Manufacturer narrative:
Updated fields: b3, e1,e2, e3 and g2. E4 was inadvertently checked.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found suction cylinder is shaved. Due to deformation of nozzle, water removal ability does not meet the standards. Wear of angle wire,adhesive on bending section rubber was detached, connecting tube has coating peeling, bending section rubber had discoloration. Universal cord, objective lens, distal end, suction connector, s cover and switch 1 and acoustic lens had scratches. S cover was discolored, light guide cover glass was corroded. Due to damage on knife wire- forceps raising angle does not meet the standards, grip has a scratch, forceps channel port had a dent. Due to damage of the charged coupled device the image was foggy and had shadows. Due to damage on channel tube water tightness is lost. Switch cable had corrosion due to water leakage. Suction connector has corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope the forceps elevator was not working properly. The issue was found during routine maintenance. Inspection and testing of the forceps elevator found yellowish- brown foreign material on it and balloon water tube was clogged with foreign material due to which the balloon cleaning brush could not be inserted. There were no reports of patient harm. This medical device report (MDR) is submitted to capture the reportable malfunction during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter found in the forceps elevator and in the biopsy water tube could not be identified and the root cause of the issue could not be determined, however, it is possible that due to physical damage to the device, the foreign matter could not be removed even after proper reprocessing. The event may be prevented by following the instructions for use as stated below: ¿chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.